Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information has been requested of the account but as of yet no further details have been made available or provided. Should additional information be provided, the file will be updated. Product return for evaluation has also been requested but not yet received.

Event description:
According to the reporter; during a laparoscopic sleeve gastrectomy, the device handles were heard cracking, popping and did not advance with partial firing of the staple line occurring. Another manufacturer's reinforcement material was being used in conjunction with the device at the time. The cut tissue was corrected with another reload able to be fired alongside the bunched up partially fired other manufacturer reinforcement, involving only tissue that was already intended for removal at the time and not resulting in unanticipated tissue loss. No extension of an incision was required and there was no reported unanticipated blood loss . No device component fell into the patient. The procedure was extended by bore than 30 minutes, however it is reported that there was no adverse event to the patient. The patient was scoped the next day and there were no leaks post-op with the patient status being stable and okay. No additional patient details can be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four handles and ten reloads, all opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the handles found no abnormalities. Functionally, each instrument was loaded with a pmv representative reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing rack. This examination noted sheared teeth on each instruments firing rack. Visual examination of the reloads received noted that six units were fully fired and four units were partially fired. Three of the reloads had deformed anvil clamping mechanisms and three of the reloads had damage to the cutting edge of the knife blade. During functional testing, each partially fired reload was loaded into a pmv instrument. The interlocks were overridden and each reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Each fully fired reload was then loaded into pmv instrument for functional testing. Each reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested due to the sheared teeth on each instruments firing rack and damaged reloads. A review of the handles device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Additional information: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.